Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose at the time of event was 400 mg/dl and current blood glucose was 323 mg/dl. The customer stated they had dry mouth as high blood glucose symptoms and treated high readings with insulin pen/injection. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. No further patient complications were reported. Troubleshooting was successfully performed; however, the customer will continue use of the device.